Event description:
The cable line caps appear to be fused to the luer. Yesterday it was tight out come apart using 2 clamps. Today's luer came apart using 2 clamps. Now a replacement is needed. The hemoconcentrator cap on effluent side tends to be loose and today has fallen out and is missing.

Manufacturer narrative:
Although we cannot conclusively determine the cause of the reported failure since no product was provided for eval. It was found during testing of similar ports, that when the cap is placed on the luer too soon after manufacturing. The glue on the component could still be wet causing the cap to become fused to the luer. Additionally, a review of device history and manufacturing records was performed and there were no issues found which could confirm the reported issue. In order to address the reported issue and present any issues from occurring, the manufacturing personnel have been re-trained on proper manufacturing methods with special attention given to allowing the glue to dry before placing the caps on luer connectors. In order to address the issue of the missing cap, the drawing has been changed to specify that the cap must be checked for tightness prior to leaving the manufacturing area. (B)(4).